Manufacturer narrative:
Failure analysis for fiber 0010-2090-326h-(B)(4): the fiber/glass cap is fractured distal to glue zone; the glass cap distal part is detached and not returned; the heat shrink tube is melted; the fiber is blackened. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 27,296 joules, 6:16 minutes of use, the fiber lost the effective operation / exhibited diminished tissue vaporization efficiency. The fiber was exchanged and the case continued with a second surgical fiber. At 16,297 joules, 2:47 minutes while using the second surgical fiber, the distal tip was reported to have torn. The fiber was again replaced and the procedure completed using a third surgical fiber. Patient outcome: "ok" - there was no patient injury reported. This report is for the second surgical fiber used.